Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The pump was not returned for investigation. The data log indicates several motor current spikes during the case run, which coincided with impacted placement signals and pump flow. Also, 2 hours after the motor current spike event, where placement signal not reliable (psnr) 1051 was triggered, the placement signal was drifting downward, while the pump flow was drifting upward with stable cvp. None of the 5s optical parameters were inspected during the case run. This trend was seen multiple times, returning to normal. The optical signal issue failure mode was change to placement signal issue since the dp sensor was responsible for the reported psnr issue. The cause of the optical signal issue was most likely biomaterial, based on data log review. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported an impella rp was implanted in a patient due to heart failure. The patient was transferred into the tertiary center for care escalation to an intra-aortic balloon pump. The rp pump was supporting when after three days there was optical signal loss. The pump remained on for support despite the signal loss. The patient was then successfully weaned from the pump and the device was explanted.